Event description:
It was reported that the handpiece gets overheated. No pt consequences were reported.

Manufacturer narrative:
(B)(4). Eval summary: the handpiece was returned with a loose mount. It was tested on a generator and gave an error code 5. The handpiece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. However, no hot handpiece issues/error codes were noted. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed and no anomalies were noted during the mfg process.